Manufacturer narrative:
The device involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. The physician additionally implanted a ctag device (non-endologix) on (B)(6) 2013 to treat a type iii endoleak. Approximately six (6) years post initial procedure, a persisting type iii endoleak was detected. The physician elected to treat the patient by implanting an excluder device on (B)(6) 2018.

Event description:
Additional information received confirming that this report is a duplicate of event reported per manufacturing report # 2031527-2018-00623. Therefore in regards to this manufacturing report # 2031527-2018-00621, a complaint is not warranted. Endologix will continue to investigate the reported event under manufacturing report # 2031527-2018-00623.